Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 195-160/ lot 152369 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-430h / lot 1148095. Test base part number 190-100 / lot 152369 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 152369 showed that the complaint rate is (B)(4). In conclusion, the manufacturing batch record review (brr) revealed that the product met acceptance criteria for release, and review of complaints against the kit lot for the reported issue indicates that the product is performing according to the statements contained in the package insert and a product deficiency has not been identified. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer's husband reported an unconfirmed false negative result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on a nasal swab. The consumer's husband reported that his wife was tested negative but has symptoms and wants to know if the test detects any other variants/strains. Both are fully vaccinated with the pfizer vaccine. No additional patient information, including treatment and outcome, was provided.